Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was misfiring and then would not fire at all. The procedure was completed using same like product. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). What is meant by device "misfired?" Please provide more specific detail regarding issue, for example did device fire a malformed clip, did device eject clip? From what the surgeon told me the clips were not fully closing. He even said that on one occasion as he pulled the device away the clip dragged back over vessel. On which firing did issue occur? First. Was device fired over another clip or hard structure? No. Was any resistance felt when firing? No. Were any unusual noises heard when firing? No. The analysis results found that the el5ml device was returned with two malformed clips jammed in the jaws. In an attempt to replicate the reported incident, the malformed clips were removed from the jaws and the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange indicator was not visible. Please note the orange indicator failure is unrelated with the incident reported. It could not be determined what may have caused the found malformed clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.